Event description:
It was reported that the user received an alert 38 indicating consecutive stalled motor activity and had previously reported an occlusion alert; they restarted the ilet multiple times and primed the tubing without changing supplies, and were advised to replace all infusion components. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user did not replace supplies at the time of the alarm and no device malfunction was confirmed. It was concluded that the event was consistent with a motor stall alarm potentially related to infusion set or supply issues rather than a confirmed device failure.